Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the ligator head returned without bands attached and two detached bands were returned. The handle slot did not show insertion marks of the trip wire. The suture thread was in good condition and contained seven knots. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing was in good condition. Per media analysis, the video showed that the bands in the ligator housing moved and overlapped during the activation of the device. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis on the provided video, the bands moved and overlapped during the activation of the device. It was also found that the ligator housing were bent and the trip wire was not secured to the handle slot. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire and bent ligator housing teeth, indicates that an incorrect application of tension to the trip cable at the time of deployment may have caused the reported event. It is possible that the trip wire had slipped inaccurately, moving the bands from their position, overlapping them as if twisting them. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopy procedure performed on june 28, 2023. The device was prepared accordingly and there was no difficulty experienced upon setting up the device. During the procedure, when they attempted to deploy the bands, it was noticed that it was not working properly as there were no bands that could be deployed. The endoscope along with the device were removed and it was found that "the bands were deploying from the bottom of the ligation unit. They tried to cut the suture; however, it did not work. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: a video of the complaint device outside the patient was provided by the customer and showed the white band moved first instead of the blue bands in the distal end. Additionally, the bands were moved.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopy procedure performed on (B)(6) 2023. The device was prepared accordingly and there was no difficulty experienced upon setting up the device. During the procedure, when they attempted to deploy the bands, it was noticed that it was not working properly as there were no bands that could be deployed. The endoscope along with the device were removed and it was found that "the bands were deploying from the bottom of the ligation unit. They tried to cut the suture; however, it did not work. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: a video of the complaint device outside the patient was provided by the customer and showed the white band moved first instead of the blue bands in the distal end. Additionally, the bands were moved.